Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter kinked in the urethra which allegedly made it difficult to insert. The complainant was reportedly still able to void using the catheter but noted that the urine flowed slow at first and then would start to flow faster.

Manufacturer narrative:
The reported event was confirmed. Six coude intermittent catheters were returned. Per the standard, all six catheters had eye lengths below specifications. According to same specification, catheters 1,4, and 6 had an eye length below specifications. The root cause is due to a machine or operator error during the punching process. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: " visually inspect the product for any imperfections or surface deterioration prior to use" and "reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient." These instruction will assist in preventing the use of a defective catheter and user-related causes of the reported event.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter kinked in the urethra which allegedly made it difficult to insert. The complainant was reportedly still able to void using the catheter but noted that the urine flowed slow at first and then would start to flow faster.